Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use. Nothing out of the ordinary. The issue occurred during clip application with the instrument in the patient. The surgeon was not clamping on tissue or vessel. The issue was related to static movement. There was no unexpected motion. Issue is not related to the unsuccessful clip application and clip did not open after closure. Teleflex m/l hem-o-lok was used, and diameter is unknown as well as the size. This occurred on the 1st attempt. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint regarding, the surgeon was unable to close/move the jaws of the instrument while sitting at the surgeon console. The clips would not stay secured in the jaws of the instrument was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to close/move the jaws of the medium-large clip applier instrument while sitting at the surgeon console. The clips would not stay secured in the jaws of the instrument. The procedure was completed with no reported injury and less than a 15-minute delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.